Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that received off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The customer stated that there have not been unattended alarms. The customer stated that there was no low battery alert before the off no power alarm occurred. The customer stated that the drive support cap was not loose, cracked or damaged. The customer was advised that the insulin pump will need to be replaced. The customer performed self-test and displacement test. The customer stated that the insulin pump passed self-test and displacement test. The insulin pump will not be returned for analysis.